Event description:
The customer reported that he went into a lake with his insulin pump still on. The customer stated that it was no longer working. His blood glucose was 306 mg/dl, which was treated with an insulin shot. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.